Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a manufacturer representative on 2018-nov-28. It was reported that the cause of the difficulty completing telemetry was not determined .

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via clinical study indicated the cause of the pump inversion/pump flip was unknown. The patient's weight was (B)(6) pounds. No further complications were reported/anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 8780, lot# n628203004, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving lioresal (2000 mcg/ml at 449.9 mcg/day) via an implantable infusion pump. The indication for use was noted as intractable spasticity and cerebral palsy. It was reported during a pump refill on (B)(6) 2017 the patient noted pump flipping/inversion and was verified by the healthcare provider upon examination. The pump was easily flipped back in place for the refill. The patient called the clinic on (B)(6) 2017 and reported they were having problems with the pump being flipped and loose. The patient reported wearing a binder every day since the refill however the tube was not at the surface and when anything touches it the patient reports they get a sick feeling in their stomach. The patient thinks the pump got caught at their hip bone and was having uncontrolled pain by the end of the day. X-rays were performed on (B)(6) 2017 and the baclofen pump and proximal catheter were visualized. Details were not adequate for accurate catheter evaluation. It was noted the patient felt kinks in the catheter. The pump was flipped back in place upon physical exam. Surgical observation was made on (B)(6) 2017 and the proximal segment of the catheter had several kinks in it the patient's pump was repositioned on (B)(6) 2017 and the catheter was explanted and replaced . The catheter was disposed of according to biohazard instructions. It was indicated the event was related to the device or therapy and possibly related to the implant procedure. The issue resolved without sequelae on (B)(6) 2017.

Manufacturer narrative:
Analysis of the catheter identified significant twisting of the catheter body that may have affected infusion, as well as a kink in the catheter body. Analysis also identified a hole in the catheter body which was not user-related, and damage to the transition tube. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8780 lot# n628203004 serial# implanted: explanted: product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a manufacturer representative on (B)(6)2018. It was reported that the hcp believed the pump was flipped because the patient had an increase in spasms. The representative was having issues with telemetry, and the patient denied any weight loss/gain. It was noted that they were about to enter the operating room (or) in 5 minutes for exploratory surgery to investigate the issue. Additional symptoms included withdrawal. It was further noted that the tablet took anywhere from 2 times to five to read the flipped pump, and with the 8840 it worked on the first time. Troubleshooting was attempted, but it was reported that the issue with the tablet was resolved and they had successful telemetry with the tablet.